Event description:
It was reported to philips that the system was unable to perform cine or fluoroscopy. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by moving patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform cine or fluoroscopy. Analysis of system log file showed communication issue with fdc. To resolve the issue, fse replaced the fdc board and performed software/firmware loading. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.